Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the loaner camera head image was not displayed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation results. Updated fields: d8, g3, h2, h3, h6 and h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The failure is due to water immersion in the cable and image pickup unit. In addition, new damages/defects were observed: cable corrosion (inside stress boot), connector cracks and main body scratches (lens). Since the equipment in question was manufactured more than 15 years ago, the device history review - DHR could not be verified based on the results of the investigation, a definite root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the loaner camera head image was not displayed. There were no reports of patient harm.